Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, unable to issue medication and cr was in offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that customer was unable to issue medication. A technical support specialist (tss) advised that during the network issue, user had been unable to receive the rxverify request. The customer stated that user had been able to issue medication through rxverify normally. It was observed that the pmc omaha cr had come back online, resolving the issue. The system functioned as intended after the technical support specialist had resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, unable to issue medication and cr was in offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.